Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5033847.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing inadequate stimulation. The physician assessed that the inadequate stimulation was due to high impedances. The patient underwent an explant procedure where the leads were explanted. The explanted devices were disposed of by the hospital and were not returned to bsc. The patient was doing well post-operatively.